Event description:
It was reported that a vented paclitaxel set was unable to be primed. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A gravity flow test was performed; fluid flowed correctly through the tubing of the set and no blockage was detected. Should additional relevant information become available, a supplemental report will be submitted.